Event description:
The lay user/patient called lifescan (lfs) in 2005 and alleged that her bottle of test strips was "broken". The medical affairs specialist mailed a letter in 2005, since the user could not be reached by telephone for further clarification. The pt stated that her test strips were stored in the vial, but that the vial was broken. The pt stated that one day, the exact date is not known, the pt called the fire dept to have her blood glucose tested. She reported feeling light headed at the time. Her blood glucose was tested and the result was 50 mg/dl. She was treated with glucose. It would have been helpful to know how long she was unable to test on her meter. Treatment was delayed, which led to the pt's hypoglycemia. A new bottle of test strips is being sent to the pt.